Event description:
T was reported that a cartridge alarm occurred during insulin delivery. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 162 mg/dl.